Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd vacutainer® edta tube, an unspecified number of tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received 4 photos and 3 videos for investigation. The photos/videos were reviewed and the indicated failure mode for underfill was observed. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode underfill based on the photos and videos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd vacutainer® edta tube, an unspecified number of tubes underfilled. There was no health impact or consequences reported.